Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced the low blood glucose. The customer's blood glucose was 58, 49, 110, 70 mg/dl. The customer was treated with glucose tablets. The troubleshooting was performed for the low blood glucose. The auto mode was active. The insulin pump will not be returned for analysis. Frn-mmt-332-rsvr, unomedical set.